Event description:
Syringe driver set up by ward sister to infuse 90mgs of diamorphine over 24 hours (reported settings of pump at time of incident = 48mm/24hrs. During a routine observation check on the infusion device it was discovered that the device had completed its infusion in 2 hours. A surgical registrar administered 'narcan' [diamorphine reversal drug] to the patient as reduced respiratory action had been observed. The equipment was then quarantined and an investigation begun. No reported patient injury as patient is opiate tolerant. Visual examination of the device shows that the front label has slipped. Reporter also advises that the usual half hourly checks were not carried out hence the overinfusion not noticed until 2 hours after start of infusion.